Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, breaking the connection of the rear pulse wires. The cause of the test failure was the pulled dn to rear te cable and broken pulse wire connections. The root cause of the pulled dn to rear cable and broken pulse wire connections cannot be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.